Event description:
It was reported that bd insyte autog bc wing catheter with a hole in the side. The following information was provided by the initial reporter: when inserting an IV catheter on a patient. I started advancing the catheter and had no resistance. I then retracted the needle. I then attached a j-loop to the patient IV. I attempted to draw back blood but only got air in the tube and a small amount of blood. I then tried to pull the catheter back to see if I was on a valve, however, I then noticed a small hole in the side of the catheter that was leaking blood.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter assembly of a 24gx0.75in insyte autoguard device from lot number 3340237. The sample exhibited evidence of use. A hole was observed in the tubing, which may have been caused by the needle; however, it could not be determined how or when the catheter was damaged. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, this may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear which mitigates the occurrence of this defect. However, as the returned has been removed from the package and handled it is possible that the defects originated due to improper use either during tip adhesion break or during the venipuncture attempt in the clinician environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.